Event description:
It was reported that the patient had had one lead break prior to 2000, and that he had a revision and updated leads were implanted. The patient stated that his leads are doing "just fine" in terms of placement. The patient reported that his current device was working fine. No further information as reported.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead, (B)(4).